Event description:
A physician reported one incident of an inflammatory response at one day post-operative following installation of the product into one eye during routine cataract extraction. Pt recovered without complications following treatment with rx medication.

Manufacturer narrative:
The MFR tested retained samples from the suspect lot for the presence of endotoxins. The analysis indicated the presence of endotoxins above the upper product release spec. Samples of the suspect lot from inventory and returned units from a customer complaint site were sent to an independent lab for endotoxin testing. This lab also reported positive endotoxin results above the spec limit. Samples from all other lots available for distribution were tested by the same independent lab. The test results showed all lots to be within the product spec for endotoxins. The manufacturers investigation into these reports continues.